Event description:
The hcp reported the pt had been experiencing a lack of pain relief for a couple months. In 03/05, "20 cc of drug pulled out of a pump when much less was expected. This is the 2nd time this has happened -previous refill pump readout indicated 4cc in the reservoir-pulled out 17". The hcp reported he felt the pump was malfunctioning. It was explanted and replaced and returned to the MFR for analysis. During surgery, it was also found that the catheter was no longer attached to the pump.